Manufacturer narrative:
Service inspected the alinity c processing module, serial number (B)(6), preformed multiple troubleshooting procedures, and determined the worn ict to ict pre amp cable (c-35016756-02) the likely cause of the discrepant results. The part was replaced, and the issue was resolved. No additional result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for alinity c processing module and ict to ict pre amp cable did not identify any related trends. Review of the manufacturing documentation did not identify any non-conformances or deviations associated with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity c processing module, serial number ac02791 or ict to ict pre amp cable were identified. Updated d4 - primary UDI number from initial: (B)(4) to current: (B)(4).

Event description:
The customer provided additional patient results on (B)(6) 2024 for discrepant electrolyte results (sodium (na) and chloride (cl)) generated on the alinity c processing module. The following data was provided: on (B)(6) 2024: sid (B)(6): initial sodium result = 120 mmol/l; repeat result = 144 mmol/l. Sid (B)(6): initial sodium result = 118 mmol/l; repeat result = 138 mmol/l. Sid (B)(6): initial sodium result = 119 mmol/l; repeat result = 140 mmol/l. Sid (B)(6): initial chloride result = 122 mmol/l; repeat result = 105 mmol/l. Sid (B)(6): initial sodium result = 117 mmol/l; repeat result = 138 mmol/l. Initial chloride result = 128 mmol/l; repeat result = 106 mmol/l. Sid (B)(6): initial chloride result = 120 mmol/l; repeat result = 106 mmol/l. Sid (B)(6): initial chloride result = 103 mmol/l; repeat result = 122 mmol/l. Sid (B)(6): initial chloride result = 121 mmol/l; repeat result = 107 mmol/l. Customer¿s normal range for sodium: 138 to 145 mmol/l. Approximate reference (normal) range for chloride: 98 to 107 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (total of 8 patients). All available patient information was included. Additional patient details are not available.

Event description:
The customer provided additional patient results on (B)(6) 2024 for discrepant electrolyte results (sodium (na) and chloride (cl)) generated on the alinity c processing module. The following data was provided: on (B)(6) 2024: sid (B)(6): initial sodium result = 120 mmol/l; repeat result = 144 mmol/l. Sid (B)(6): initial sodium result = 118 mmol/l; repeat result = 138 mmol/l. Sid (B)(6): initial sodium result = 119 mmol/l; repeat result = 140 mmol/l. Sid (B)(6): initial chloride result = 122 mmol/l; repeat result = 105 mmol/l. Sid (B)(6): initial sodium result = 117 mmol/l; repeat result = 138 mmol/l. Initial chloride result = 128 mmol/l; repeat result = 106 mmol/l. Sid (B)(6): initial chloride result = 120 mmol/l; repeat result = 106 mmol/l. Sid (B)(6): initial chloride result = 103 mmol/l; repeat result = 122 mmol/l. Sid (B)(6): initial chloride result = 121 mmol/l; repeat result = 107 mmol/l. Customer¿s normal range for sodium: 138 to 145 mmol/l. Approximate reference (normal) range for chloride: 98 to 107 mmol/l. There was no impact to patient management reported.